Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a "safety reset complete" alarm while in use. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Review of the device logs cannot confirm the occurrence of a "safety reset complete" alarm and no ventilation stop events were recorded in the device. Performance testing was not able to reproduce the reported event. The device was serviced and returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a "safety reset complete" alarm while in use. There was no patient injury reported as a result of this incident.